Event description:
Reporter indicated that pt's generator had migrated to above their breast and that the pt was complaining of tingling in their left arm associated with magnet mode stimulation. The pt had recently had a seizure that caused them to have a car accident. Device diagnostic testing at office visit was within normal limits, indicating proper device function. Further follow-up revealed that there had been no recurrence of the left arm tingling. It was reported that no x-rays have been taken to confirm the extent of the device migration, but that the migration can be seen and felt through the skin. The pt has been referred to another facility for verification of seizure type and complexity. Investigation to date has been unable to determine whether revision surgery for the migration will be performed. Excessive device migration may result in lead break and loss of therapy.